Event description:
The physician attempted to close the arteriotomy with three closer 6 fr. Devices following a cerebral angiogram in the special procedures lab. Upon needle retrieval with the first device a posterior cuff miss was noted. A second device was inserted. The needles were deployed and the physician felt a "crushing sensation". Needle retrieval was performed and a posterior cuff miss was noted. The device was removed without resistance. The foot was opened and that is when it was noted that the posterior foot was missing. There was no report of difficulty with foot deployment or foot parking. It was unk to the operator if the missing foot was in the artery or tissue track. The operator assumed the missing piece would be in the artery since he had proper placement of the device. The piece was not visible on fluoroscopy. A third device was inserted and the arteriotomy was closed successfully. The right femoral and distal pulses were palpable and were reported to remain unchanged. It is reported to be routine for this lab to give 1 gm of ancef ivp post-procedure. The pt was transferred to the room following the procedure and there was no change in the pt's pulses. The pt was discharged to a rehabilitation center due to the admission diagnosis of a closed head injury. At the time of discharge there was no change in the pt's neurological status and the pulses remained palpable and unchanged. The groin site remained "good".